Event description:
It was reported that ¿the jaw of the coelioscopic needle holder broked during the completion of a knot inside the patient body and has been thrown inside the patient abdomen. A scan has been necessary to recover the fragment. The surgery has been prolonged of 45 minutes. No postop consequence on the patient / delayed surgery only.¿

Manufacturer narrative:
(B)(4). The product analysis states, ¿the mobile jaw is broken. The fragment has been recovered but has not been returned for investigation. A corroded area can be observed within the fracture zone and suggests the presence of a crack anterior to the breakage. Some traces of shocks can also be observed in the remaining jaw. Considering the impacts on the remaining jaw and the presence of a crack prior to the breakage, the most probable cause of the breakage is the recurrence of shocks during the life of the instrument that has weakened the jaw and progressively created a crack and led to the reported breakage.¿ results: stress problem. (B)(4).